Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum instrument was analyzed and found to have a frayed grip cable at the distal end. Additional findings not related to customer reported complaint: the instrument was found to have a derailed pitch cable from its normal position at the proximal end. The instrument failed the intuitive motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy with fibroid removal procedure, the "pinch wire" on the tenaculum instrument was frayed and a piece of the wire broke off while in the patient's abdominal cavity. The surgeon was able to see the incident right away and luckily congealed blood stopped the metal fragment from falling into the abdomen itself but instead remained stuck to the tip of the instrument. The surgeon and the first assistant were able to successfully remove the metal piece without harm to the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. No damage was noted at the initial start of the case. At the time this occurred, the provider was grabbing a large pelvic fibroid. The fragment did not have the opportunity to follow the patient as the tip of the tenaculum was already sticky. The surgeon noticed the fragment before he went to grasp the fibroid again, so they were able to remove the tenaculum along with the metal fiber from the pinch wire before it fell off the tenaculum. The surgeon had no indication as to why the instrument malfunctioned. However, they were aware of a high incidence rate of the pinch wire fraying on the arm. It was the same issue that was described in the notice issued in december 2024. As soon as the customer noticed this issue, the instrument was pulled out of the abdomen and a new one was used. The instrument was in use for about five minutes before the incident occurred. Right before the pinch wire had frayed, the surgeon noted that the instrument was hard to take control of. The instrument did not collide with any other instruments during this case. Again, as noted the fragment did not have an opportunity to fray off into the abdomen. There was no resistance. The instrument was freely pulled through the standard 8 mm da vinci cannula. However, no additional damage was noted to the cannula, no additional damage was noted to the tenaculum after it was removed from the abdomen and removed from service. All of the fragments were retrieved. This was verified because they had noticed the issue right when it occurred. There was no further opportunity for additional fragments to fray into the patient's abdomen. No additional procedures were required. No postoperative tests were required. The procedure was completed robotically. No injury was noted to the patient. Thus far, there has been no noted return to the hospital in relation to this intraoperative complication. The customer followed the standard return process with a standard return material authorization (RMA) received. No image was taken of the fragment inside the abdomen during the procedure.